Event description:
The customer reported "oil mist haze". The customer stated that they were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
(Oil mist) - capital equipment, unit evaluated at the facility. The fse found oil plug on vacuum pump had hole causing misting issue. The fse sent the customer replacement oil plugs to correct problem. This issue is being addressed with a customer letter, related to correction & removal.